Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. In 2001, pt's blood glucose was 3.8 mmol/l and 8.6 mmol/l. Tests were taken 4-5 minutes apart. Pt did not experience any adverse events. No further info has been reported.